Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had received no delivery alarm during bolus for more than 3 times. The customer's blood glucose was unknown at the time of incident. Customer stated that they are unable to troubleshoot for no delivery alarm and insulin did not exit. Customer also stated that they also had change sensor alarm and no delivery alarm did not occur during manual prime. Customer advised to change whole set and call back in case of any problem. The insulin pump will not be returned for analysis.